Event description:
It was reported that the procedure was cancelled. An avvigo multi-modality guidance system was selected for use. During the case the system would not "go live". The procedure was canceled.

Manufacturer narrative:
D2b, pro code (product code), dsk, itx, iyo.

Manufacturer narrative:
D2b, pro code (product code), dsk, itx, iyo.

Event description:
It was reported that the procedure was cancelled. An avvigo multi-modality guidance system was selected for use. During the case the system would not "go live". The procedure was canceled.